Event description:
An electronic report was rec'd from a peritoneal dialysis pt. The pt has reported that she could not connect to the second connector. The pt was able to connect at the first conector. The pt then placed the machine in pause mode, then disconnected from this tubing set. Later, when the pt attempted to resume peritoneal dialysis therapy by connecting at the second connection, the pt was not able to connect. There is no report of pt injury. A sample is available for an eval.